Event description:
The customer reported that her olympus 4k camera head was not producing an image. The initial reporter did confirm that this did not take place during a procedure, but was unable to provide any further details. There was no patient involvement for this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user's report was confirmed. The image was not present due to a faulty cable and kink. Additionally, all of the labeling on the rear cover was missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the loss of image was due to a faulty cable. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.